Event description:
It was reported that during total hip arthroplasty in 2007, threaded portion of acetabular inserter broke off during impaction. Threaded tip of the inserter remained attached to the implant and physician elected not to remove component.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of returned device found evidence of fracture due to bending overload.